Manufacturer narrative:
(B)(4) flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached. The catheter and the wire was kinked in the middle of the device. Functional testing could not be performed due to flare detachment. The complaint was confirmed; the device has flare detached which makes the device inoperable. The most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the snare was inserted into the scope, the plastic sheath was torn and split. The procedure was completed with another a captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; flare detached.